Event description:
During a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The lesion was 90% stenotic and tortuous. Upon reaching the tortuous target lesion, the catheter shaft fractured into two pieces. However, the physician was able to successfully remove both pieces of the catheter from the pt's body. Consequently, the physician did not deploy the taxus express2 3.50 x 16 mm. The procedure was successfully completed using another new taxus express2 3.50 x 16 mm stent. No add'l intervention was noted. No pt injuries or complications were reported. Pt status is reported to be "ok."